Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. No ramping numbers noted. No blank display noted during testing. Device had broken belt clip slot, cracked battery tube threads, reservoir tube, case window display corner, lcd window and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.